Event description:
Reporter indicated that a site's handheld computer registered an error message when a new flashcard was inserted. The handheld was found without a flashcard currently inserted. It was also reported that the handheld computer was freezing. The handheld computer and flashcard in question were returned for analysis, but analysis is not yet complete.